Event description:
The thermacor 1200 infusion pump was being prepared for use during surgery and the disposable cassette leaked. The hospital staff did not use the thermacor and changed over to a different pump.

Manufacturer narrative:
Leaking disposable cassette was not returned; investigation could not be completed. However, cassettes from the same lot were tested with no evidence of leaking issues.